Event description:
Shortly after receiving breast implants, I began having cramps in my legs and toes, fits of rage, and memory loss. Simple things became difficult for me to complete. I couldn¿t focus on my job, and I suffered from constant numbness and severe blurred vision. I couldn¿t work because I had severe migraines and experienced hair loss. I saw several doctors to assess and address the situation, but nothing brought resolve. My decline in health and search for answers continued until the end of the year 2018 when my natural path, dr. (B)(6), gave me some literature to consider. It was a write-up on breast implant illness. I resisted that initially, but my quality of life was getting worse and impacting others around me. I went to see my plastic surgeon, dr. (B)(6), and he agreed to remove them. I had them removed in (B)(6) of this year, 2019. Gradually I have returned to my former self, but I still have a ways to go. I waited until now to write because I want to see if having them removed and detoxing my body would make a difference. My hair is growing back, I can think again, and life has improved dramatically with no more cramps, hair loss, or fits of rage. Developed neuropathy tremors. Please stop breast implants as an option for women. FDA safety report ID # (B)(4).